Event description:
No additional patient or event information has been received since the last report was submitted on 17oct2019.

Manufacturer narrative:
Investigation evaluation: reviews of the manufacturing instructions, instructions for use (IFU), and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The complaint device was not returned. The lot number is unknown, other product from the same lot could not be obtained. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU) included with this device provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from the tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. The complaint device was not returned. The provided information stated the basket would not open or close properly before use. There are multiple possible causes for the failure of the basket to function properly before use: the device may have been damaged during shipping. A manufacturing issue may have occurred. The device may have been damaged during unpacking / handling. Without the device available, a likely cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: assistant professor. PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to a percutaneous nephrolithotomy (pcnl) procedure using a perc ncircle nitinol tipless stone extractor, the basket would not open and close properly. During testing of the device before making patient contact, it was noticed that the basket would not properly open and close. Another same type device was used to complete the procedure. No adverse effects have been reported due to the alleged malfunction.